Event description:
During routine inspection, it was found that the device paddle plates were separated from the paddle attachment of the external adult hard paddles. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer replacement adult paddle attachments part number information. Follow-up with the reporter found that the customer replaced the paddles from stock and returned the device to service fro use. The paddle in question were not returned to physio- control for evaluation.